Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, the patient developed abdominal pain. On (B)(6) 2016, patient was hospitalized due to unspecified laboratory results. Peritonitis was suspected and patient was treated with unspecified antibiotic infusion. A possible surgery would follow. There is no additional information available at this time.